Event description:
Additional information received from the consumer reported that the new patient programmer took care of everything. Everything was working just fine and there were no issues.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer (pp). The patient did use an antenna and syncing with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna and syncing with the ins resolved the issue. It would not work with the antenna. It was noted that the patient was not feeling stimulation. This just started this week. When they checked the ins without the antenna, it showed that stimulation was off at 3.20. It appeared that the reason the patient did not feel stimulation was because stimulation was currently off. They wanted to wait until the antenna issue was fixed before turning stimulation back on, because it was too hard to use just the pp by itself against the patient's implant. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.